Event description:
Related manufacturer reference number: 2017865-2022-02416. It was reported that the patient presented in clinic due to an arrhythmia and chest pain and had to received external defibrillation. Device interrogation revealed failure to give defibrillation therapy, undersensing, and r-wave amplitude variation on both the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead. The rv lead also had no sensing. On (B)(6) 2022, the physician elected to cap and replace the rv lead and explant and replace the ICD. The patient condition was stable.

Manufacturer narrative:
The reported field event of r-wave amplitude variation, under-sensing, and no hv output were confirmed through segm review; device was found with no malfunctions. Analysis of device data revealed the device had acted appropriately according to its programmed settings. The reason for under-sensing and no hv therapy was due to variable r-wave amplitudes. Electrical, mechanical, and longevity analysis was normal with no anomalies found.